Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) was 331 mg/dl and the cause was not known. A bolus via the pump was delivered. During a pump system check with tandem technical support (cts), a 1 inch long air gap was observed in the tubing. Cts assisted the customer with priming out the air bubble.